Event description:
One endeavor sprint drug-eluting stent was implanted in the 1st obtuse marginal. At 30 day follow up, patient displayed unstable angina. A spontaneous gi bleed is reported to have occurred approximately 2 months following index procedure. It is reported that due to bleeding event, a prbc transfusion of 2 units was required. Investigator has indicated that it was not assessable if the event was related to the study stent. Patient was asymptomatic/ free of symptoms at 6 month follow up.